Event description:
It was reported that the ma sensor on the 9800 sys failed. Another sys was used to complete the case. There was no report of injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced a defective lemo receptacle assembly. The sys was tested and found to be working as intended and placed back into svc.